Event description:
It was reported that during a low anterior resection procedure the device seemed to not close completely. The doctor found leakage situation after the procedure and sutured the operating site again to repair the leakage.

Manufacturer narrative:
(B)(4). Additional information: device b batch# j5h65y, lot# j4c039, expiration date: 5/30/2017, manufacturing date: 6/30/2012. Two device were received for analysis: device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received inside the sterile package and in good visual condition. The device was opened and tested for functionality it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4) = post op leakage.